Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During ICD replacement due to normal eri, a small external insulation abrasion was observed on the right ventricular (rv) lead. Provocative testing with a pacing system analyzer was completed and all electrical parameters were within normal range. The rv lead was connected to the new device and will be monitored. The patient was stable. Related manufacturer reference number: 2017865-2011-00016.